Manufacturer narrative:
(B)(4). Date sent: 4/19/2024. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open cholecystectomy, while the surgeon was dissecting the omentum and had used the clamp approximately eight or nine times. It ceased to function properly, becoming jammed and unable to open. Despite several attempts to resolve the issue, the clamp remained unresponsive, necessitating the use of another enseal to proceed with the procedure. The procedure was delayed 15 minutes but was completed successfully. There were no patient consequences.